Event description:
It was reported the patient is deceased. The patient was admitted to hospital after a fall and found to have complete heart block (chb). A dual chamber implantable pulse generator (ipg) system was implanted; post procedure the patient "deteriorated" and died late in the day. The patient has a history of congestive heart failure. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: addrs1p implantable pulse generator, (B)(6) 2012. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.